Event description:
The customer reported non-numeric results for the wbc (white blood cell) count when using the coulter act diff 2 analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse also found background failures of the platelet parameter during the startup procedure and asterisks (an instrument generated message) designating the platelet test results on quality control samples. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and replaced the lyse pickup tubing and wbc (white blood cell) count valve to resolve the non-numeric results for the wbc parameter. The probe and probe wipe was replaced to resolve the background failures of the platelet parameter during the startup procedure and asterisks (an instrument generated message) designating the platelet test results. (B)(4).